Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer reported the insulin pump was not detecting how much insulin was in the reservoir. Customer's blood glucose was 18mmol/l, attempted to treat with the device. Customer advised to disconnect from the device. Customer stated the device was bumped prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap appeared to be normal and it was not pressed while the customer was connected. Customer reported the device had some cosmetic damage. Customer was advised to discontinue use of the device and revert to back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.